Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07401. It was reported the pt was considering to have the scs system explanted due to muscle spasms she was experiencing in the legs. F/u identified the pt had adequate stimulation but the muscle spasm issue persisted. The physician planned to explant the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.